Event description:
"Endoleak (type IV suspected): after a main bifurcated stent-graft (28-b2-30-100u, 2107190071) was implanted, the leg extension stent-graft concerned for the right leg and a leg extension stent-graft (28-l2-11-140u, 2106260166) for the left leg were implanted without problems. The final angiography revealed an endoleak around the junction of the main bifurcated stent-graft on the right side and the extension stent-graft for the right leg. As type iii was suspected initially, angiography was performed from right above the junction. However, the timing of the endoleak was not type iiia, but type IV or type ib was suspected. After apposition was performed with a balloon at the distal part of the right leg, angiography was performed from the distal part of the right leg. As a result, angiography did not show any blood flow in the right leg; therefore, the surgeon determined that it was type IV and then completed the surgery. Operation type: evar ancillary devices used: 28-b2-30-100u (2107190071), 28-l2-11-140u (2106260166)." Patient outcome.

Event description:
"Endoleak (type IV suspected): after a main bifurcated stent-graft (28-b2-30-100u, 2107190071) was implanted, the leg extension stent-graft concerned for the right leg and a leg extension stent-graft (28-l2-11-140u, 2106260166) for the left leg were implanted without problems. The final angiography revealed an endoleak around the junction of the main bifurcated stent-graft on the right side and the extension stent-graft for the right leg. As type iii was suspected initially, angiography was performed from right above the junction. However, the timing of the endoleak was not type iiia, but type IV or type ib was suspected. After apposition was performed with a balloon at the distal part of the right leg, angiography was performed from the distal part of the right leg. As a result, angiography did not show any blood flow in the right leg; therefore, the surgeon determined that it was type IV and then completed the surgery. Operation type: evar. Ancillary devices used: 28-b2-30-100u (2107190071), 28-l2-11-140u (2106260166)."